Manufacturer narrative:
Aspen surgical received a medwatch letter from (B)(6) medical center (0500470000-2018-0040) indicating that a bard-parker blade broke while in use during a procedure. The incident occurred at the user facility. No sample was returned and no photographic evidence was available for evaluation. A manufacturing lot number was provided for review. As indicated by the end user, the tip of the blade broke off into the patient's oral cavity during extraction of several abscessed teeth. The surgeon was able to retrieve the broken tip without incident. Patient tolerated well and no follow up care was required. A review of the device history record indicated no non-conformance's related to the reported issue. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. No further information is available. Sample was not returned. However if sample becomes available and any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Device not available.

Event description:
Aspen surgical received a medwatch letter indicating that a bard-parker blade broke during a procedure. The incident occurred at the user facility. This report was filed in our complaint handling system as (B)(4).